Event description:
Rti was notified of a positive hepatitis b screening test in 2008. The recipient had an allograft implant in 2004 that is associated with the bts recall.

Manufacturer narrative:
Method: the graft remains implanted. Investigation: according to the re-review of manufacturing and internal records the graft was manufactured to specification. There are no related complaints associated with the donor. The graft underwent demineralization and irradiation. Post packaging the bone void filler was gamma irradiated at a validated dose of (25.0 - 31.0 kgy) to achieve a sterility assurance level (sal) of 10-6 prior to release. Results of investigation: 105 tissue implant records were received for this donor with implant dates ranging from 2004 to 2005 with no related complaints identified with this donor. Conclusion: the recipient's hepatitis b serological profile indicated reactive tests for total core antibodies. However, rti was not notified whether the core antibody panel was reflective of core igm, igg, or both. The presence of core igm would suggest recent hepatitis b infection. Graft was sterilized through two processes validated to eliminate the potential for disease transmission: demineralization and irradiation. Therefore, it is more plausible that the recipient contracted hepatitis b from a source other than the allograft implant.